Event description:
Additional information received reported that the patient experienced a shocking to her heart and rectum. It was noted that the shocking started in (B)(6) 2011. The reporter stated that in (B)(6) 2012, she was at the store when she was shocked "so bad that she almost passed out" and went to the emergency room (ER). It was noted that the ER physician could not say for certain what the problem was. The reporter also stated that the device had been turned off since that ER visit and the patient has not experienced shocking. The reporter also stated, she felt pain and tenderness around the device and the pain also shot down her leg. It was stated that the patient had not tried reprogramming. It was also stated that the patient wanted the device removed.

Event description:
It was reported that the patient experienced a shocking/jolting sensation in the rectum that traveled up to the heart. At one point, the shocking/jolting caused the patient to fall and resulted in a visit to the emergency room. This began "out of the blue" around (B)(6) 2011. There was no known incident prior to the shocking/jolting. The device had been turned off since the event. The patient was referred to her healthcare professional. Additional information was requested.

Manufacturer narrative:
Lead: model 3093-28, lot v584076, implanted: (B)(6) 2010, explanted: na. Programmer: model 3037, serial (B)(4).

Event description:
Follow up information received reported that the patient was dissatisfied and still had concerns regarding their therapy/device but had not sought further help. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient had ongoing device concerns and was working with a new physicians. The concerns were not specified. The patient wanted the device explanted.

Manufacturer narrative:
(B)(4).